Event description:
It was reported that the customer was in the hospital due to high blood glucose levels, and the caller wanted someone to go to the hospital to test the insulin pump. Advised the caller that all troubleshooting is conducted over the phone. The next day, the customer called. The customer stated that she was hospitalized with a blood glucose reading of 579 mg/dl. The customer stated that she experienced nausea, vomiting, staggering, swaying and walking extremely slow. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.